Manufacturer narrative:
A qualified cartridge was used with the lens. A non-qualified handpiece was used with the lens/cartridge combination. Two viscoelastics were indicated, only one was qualified for this lens with the qualified cartridge combinations. It is unknown if the qualified viscoelastic was used. The root cause for the reported event was most likely related a failure to follow the directions for use (dfu). The account used a handpiece which was not qualified for use with the lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. The cartridge was not designed to fit securely into the handpiece. If the lens was advanced without the cartridge being securely seated into a qualified handpiece, this can allow the handpiece to enter the loading area incorrectly, resulting in lens delivery difficulty or damage. It is also unknown if the qualified viscoelastic of the two viscoelastics indicated was used in the cartridge. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; the left eye was the involved eye.

Manufacturer narrative:
The product was not returned for analysis. Complaint history, and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported, during advancement of the intraocular lens (iol) into the capsular bag the lens got stuck inside the cartridge. The surgery was completed with a back up lens without harm to patient.